Event description:
Customer reported while performing a "lest" procedure, she noticed that there were all squares on c-arm control panel display, and all the lights were lit on the console. She was unable to make an exposure. She cycled power on the unit, and that cleared the problem. After that she was able to complete the procedure. No patient injury was noted.

Manufacturer narrative:
Gehc field service engineer diagnosed fluoro functions pcb reboot. Was unable to reproduce problem under test conditions. Replaced fluoro functions pcb and ps1 in generator. Adjusted +5volts power supply in c-arm. - in measures +5.10 volts on tp30 of ffb. Tested system by booting and taking several test exposures. Was unable to reproduce symptom under test.